Manufacturer narrative:
(B)(4). The device history record, manufacturing and batch records have been reviewed and no issue found. Investigation summary: actual complaint sample cannot be returned. Manufacturer returned samples have been evaluated by appearance and knot pull tensile strength and no issue found. The root cause of complaint cannot be determined.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The suture broke during sewing. Changed another one to complete surgery. There were no adverse patient consequences reported.